Event description:
The new instinct sensor is giving me false low readings all the time. One specific example is my pump read 60 (anything below 70 I fee shaky, sweaty, weak, confusion, etc.) So I knew I wasn't 60. Finger stick said 128. Multiple nights I would wake up with my pump buzzing and it would say for example 50. This happened a few nights in a row and because I didn't want to be awakened, I turned my insulin basal rate to zero so I wouldn't get any insulin at night. I knew that was not good, but rather be high than (falsely) low than be constantly awakened by the pump buzzing every 10 minutes. Once or twice I would wake up and test blood glucose. Fingerstick would be 110. Since it is "self-calibrating" you can't have the glucometer send to pump, so I would enter 110 manually. 10 minutes later, pump wakes me up again, reading 50. I called a medtronic rep and asked her if there had been any reports of false lows and they said yes. They asked if it was within the first 24-48 hrs of inserting the sensor and I said it was all the time, not just the first 2 days. They said I could put it on my thigh so I don't have pressure if I'm sleeping on the arm that has the sensor on it. I tried inserting on my abdomen (where I used to put the guardian 4 sensor) and that didn't help either. I switched back to the guardian 4 sensor and am getting accurate readings. I also asked chat gpt for reviews of the instinct sensor and it also said people like the convenience, and small size, but common complaints were accuracy issues; in particular complaints about false low readings. Additionally sensors stopping early, falling off and signal loss. My sensor would never stay bluetooth connected to my phone/medtronic app. I believe I"m a "good"/complaint diabetic with my a1cs always being less than 7%. I can't really populate the section above because there were multiple low sensor readings followed by fingersticks showing anywhere from 10-70 points higher than the sensor reading. For example, pump says 60, fingerstick says 128.